Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged particles in the device. The patient alleged black residue all around her face. The patient alleged chest pain. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that they had black residue all around their face. Chest pain, particles in tubing/chamber. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Internal investigation found an unknown dust contamination on the top enclosure, flips doors, rare panel, ui panel, bottom enclosure, blower and blower box. Akeratin -like substance was observed on the blower box. Manufacture confirmed no presence of degraded ound abatement foam . The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found zero error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the complaint of particles in tubing/chamber.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that they had black residue all around their face, chest pain, particles in tubing/chamber. There was no report of serious patient harm or injury. Section b4 has corrected and updated.